Event description:
It was reported the programmer will not boot up. The screen only gets to the white company logo. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer locked up on boot up. Analysis also found a hinge plate screw was missing. (B)(4).